Event description:
The device (part #cev630-1a) was returned to mxi service and repair.

Manufacturer narrative:
Cev630-1a was evaluated and indicated that the insert was slightly bent. The electrode was short-circuiting. Damage to the coating was noted. The instrument was very likely subject to excess force during use or reprocessing which is the source of the insertion problem. In addition, the electrode was probably short-circuiting following the damage to coating observed. We recommend a replacement. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).